Manufacturer narrative:
Complaint conclusion: as reported, the balloon of 5f mynxgrip vascular closure device (vcd) was ruptured during prep. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned for analysis. Per visual analysis, the shuttle was engaged to the black handle, the syringe was connected to the device with the stopcock closed, and the sealant and advancer tube were observed to have remained in the manufacturing position as received. The procedural sheath was not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, a longitudinal tear in the balloon of the returned device, approximately 2.5 mm from the balloon¿s proximal neck was revealed. A product history record (phr) review of lot f1909903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure at prep¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a longitudinal tear in the balloon of the returned device, approximately 2.5 mm from the balloon¿s proximal neck. The exact cause of the reported event could not be conclusively determined. Handling factors, such as excessive force used during preparation of the device, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis, suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, the syringe was connected to the device with the stopcock close, and the sealant and advancer tube were observed to have remained in the manufacturing position as received. The procedural sheath was not returned with the device. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device, approximately 2.5 mm from the balloon proximal neck. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of 5f mynxgrip vascular closure device (vcd) was ruptured during prep. There was no reported patient injury. The device will be returned for evaluation.